Event description:
It was reported that customer experienced cartridge alarm 20 that did not occur during cartridge loading and had not been previously reported with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in loading new cartridge using proper technique, was able to successfully resume insulin therapy, and issue was considered resolved, with no additional outcome information reported.